Event description:
The pt has two leads (from the same lot) implanted as part of his scs sys. It was reported the pt was receiving stimulation in the incorrect location. It was also reported one of the pt's peripheral (off label use) leads had migrated. Subsequently, the pt underwent surgical intervention where one of the pt's leads were removed and replaced with a new one. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.